Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a difficulty performing an appropriate dock during a lasik procedure on a patient's left eye. After several attempts, suction was obtained. Femtosecond laser procedure was performed. Due to the presence of liquid in the periphery, the cut (side cut and flap bed) resulted ineffective superotemporal. This was seen under the microscope of the excimer laser. The doctor decided to not proceed with the surgical opening of the side cut and with the lifting of the flap. The surgeon might proceed in the future with photo refractive keratectomy (prk) on this eye. Upon follow up, surgically the cornea was not touched because the cut on the superotemporal part had not been made or it has been made too superficial (due to the docking with liquid interposed between cornea and cone in the peripheral area), as evident after viewing under microscope.

Manufacturer narrative:
The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an abnormal patient anatomy. (B)(4).